Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2016-dec-12. The hcp could not remember which doctor did the removal of the catheter and pump. The patient hadn¿t been at the location since 2009. The hcp did not know the exact removal date. It was stated clearly that the patient¿s experience had nothing to do with drug interaction or malfunction of the device. It had everything to do with the patient. The patient had post traumatic stress disorder (ptsd) and leaped off the operating room table with an open incision. The patient was ¿freaking out¿ and jumped off the operating room table, backed into the corner, started attacking nurses and hcps in the room. The patient was banned from the hospital.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and an unknown medication (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the pump was explanted ¿years and years ago¿ (date unknown). The patient got very sick and developed some condition due to a reaction of the combination of baclofen and another medication due to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.